Manufacturer narrative:
The reason for this revision surgery was to replace the patients loose prosthesis after 1.8 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product.a review of the product complaint report history showed this is the first complaint from this lot. The root cause for the patients loose prosthesis was reported to be the patient hyper extending their knee. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the implants loosened up due to the patient hyperextending their knee.